Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the pacemaker made an unusual sound. A "tack-tack-tack" sound with a 2 hz frequency was intermittently heard by the patient. It occurred a few times every 2 or 3 weeks and lasted about 2 minutes. Preliminary analysis results showed that the pacemaker was manufactured and delivered according to all applicable procedures. Patient files analysis showed a normal functioning of the pacemaker.

Event description:
Reportedly, the pacemaker made an unusual sound. A "tack-tack-tack" sound with a 2 hz frequency was intermittently heard by the patient. It occurred a few times every 2 or 3 weeks and lasted about 2 minutes. Preliminary analysis results showed that the pacemaker was manufactured and delivered according to all applicable procedures. Patient files analysis showed a normal functioning of the pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker made an unusual sound. A "tack-tack-tack" sound with a 2 hz frequency was intermittently heard by the patient. It occurred a few times every 2 or 3 weeks and lasted about 2 minutes. Preliminary analysis results showed that the pacemaker was manufactured and delivered according to all applicable procedures. Patient files analysis showed a normal functioning of the pacemaker.

Manufacturer narrative:
Based on available data, the origin of the reported sound could not be identified.

Event description:
Reportedly, the pacemaker made an unusual sound. A "tack-tack-tack" sound with a 2 hz frequency was intermittently heard by the patient. It occurred a few times every 2 or 3 weeks and lasted about 2 minutes. Preliminary analysis results showed that the pacemaker was manufactured and delivered according to all applicable procedures. Patient files analysis showed a normal functioning of the pacemaker.

Manufacturer narrative:
Model number and catalog number corrected.